Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed high pressure test. The customer blood glucose level was 240 mg/dl and 250 mg/dl at the time of incident and the current blood glucose level was 112 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose level. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer states the drive support cap appears normal. Customer states they repeated high pressure test and insulin pump failed high pressure test. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device had minor scratched display window and a scratched reservoir tube window.